Manufacturer narrative:
Based on the current information provided, the cause of the instrument jaw breaking was likely contributed by the patient's anatomy. The surgeon stated that due to the patient's spinal deformity, there was a narrow operating space and a high chance of the maryland bipolar instrument to come into contact with other instruments. The cause of the patient¿s post-operative complication was due to the conversion of the procedure to open and handling of the intestine to look for the missing fragment. Isi has not received the maryland bipolar forceps instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. A review of the device logs for the maryland bipolar forceps (part# 471172-17 / lot/serial# (B)(4), revealed that the instrument was last used on (B)(6) 2022 during a radical extraperitoneal prostatectomy with lymphadenectomy. The incident occurred with the first usage of the instrument. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the jaw of the maryland bipolar forceps instrument broke and fell inside the patient during a da vinci assisted procedure. The fragment was detected via c-arm imaging and the fragment was retrieved during the same procedure after converting the procedure to open. A CT scan was performed to confirm no remaining fragments in the patient before closure of the wound. Post-operatively, the patient had intestinal paralysis with delayed eating and drinking. His hospitalization was prolonged by 1 week.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the jaw of the maryland bipolar forceps broke and fell inside the patient. The customer was unable to visually locate the fragment. Imaging was performed to identify the fragment's location and the piece was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the fragment was located using a c-arm during the procedure. The procedure was converted to open to retrieve the fragment. All fragments were retrieved and confirmed with a CT scan before closure. The surgeon does not know what caused the instrument to break. The maryland bipolar forceps was used to retract prostate tissue. The tip of the maryland bipolar forceps was hidden in the fat. The surgeon moved the maryland bipolar forceps out of the fat and noticed the broken jaw when the instrument came into view. The surgeon stated that the patient was extremely hunched, and the spine was curved forward. Due to the narrow operating space, the small intestine could not be moved cranially, which hindered the surgical operation. According to the surgeon, the maryland bipolar forceps instrument was likely to come into contact with other instruments and tissue due to the tight space. However, the surgeon did not feel the maryland bipolar forceps instrument colliding with other instruments/tissue during the operation. The instrument was inspected prior to use and no issue was found. The surgeon did not notice any issues with the functionality of the instrument. Post-operatively, the patient was reported to have intestinal paralysis, causing a delay in eating and drinking. The patient's hospitalization was prolonged for about a week. The surgeon believes that the prolonged handling of the bowel to look for the missing fragment caused the intestinal paralysis. The instrument is available for return to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure are available for isi review.

Manufacturer narrative:
On 9/22/2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the maryland bipolar forceps: the instrument was found to have a broken grip at the grip base. Broken material, approximately 0.42" x 0.15", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Based on the additional information, there is no change in the reportability decision; this complaint remains reportable.

Event description:
Refer to h10/h11 for follow-up information.